Event description:
It was reported that an over-discharge (od) was suspected. The patient was not able to communicate with the stimulator. The patient was also unable to get coupling boxes. The last recharge was over a year ago. It was further reported that the patient tried again to charge 5 days later and was unable to establish communication with the programmer. The reposition antenna screen was displayed. It was further reported that the patient had stopped using the system as she didn¿t think it was working. It was further reported that the patient was going to the pain physician¿s office on (B)(6) 2014 to do a physician mode reset. If additional information was requested, a follow up report will be sent.

Event description:
It was further reported that the patient opted to have the stimulator removed instead of moving forward with a physician mode reset. If additional information is provided, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3550-29, lot# n201197, implanted: (B)(6) 2009, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).